Event description:
It was reported that a cot dropped. Back injuries are alleged by two operators.

Manufacturer narrative:
Customer misuse, the operators did not operate the cot as specified in the user manual.